Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. Customer reported that metallic needle of the sensor was stuck into the arm. Customer did not experience any symptoms, however, was unable to self-treat and needle was removed by a caregiver. There was no report of death or permanent impairment associated with this event.